Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Event date is (B)(6), 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, the device yielded no image. This is attributed to the break found in the cable. When device was checked with test cable an image was available. In addition, the cable was leaking. The cable issue is caused by physical stress. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned for repairs, when being used during preparation for a procedure, with no issue reported by customer. There is no patient involvement and no harm reported to any patient. During evaluation of the returned device, it was observed that the device yielded no image. This is attributed to the break in the cable. This medwatch is being submitted for the reportable issue of no image observed during evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The manufacturing date was in 2002, but the date/month is unknown. It has been over 15 years since the subject device was manufactured. The DHR was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, it was proven that the image was not displayed due to the failure of the cable unit. Olympus will continue to monitor field performance for this device.